Manufacturer narrative:
Continuation of d10: product ID 37602 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the previous implant was replaced due to normal circumstances (eos).

Event description:
It was reported by the manufacturer representative (rep) that upon interrogating previous device, the patient had high impedances on 2nd and 3rd contacts in monopolar configuration at 2575 and 9188 ohms respectively. The patient did not complain of any symptoms. The battery was replaced, and the high impedance on 2nd contact was resolved, but 3rd contact remained high at 7565 ohms. To resolve the issue, the battery was removed, and a wet and dry towel were applied to the electrodes. Impedances remained high on the 3rd contact. The issue was not resolved by the time of this report. The hcp has no further information. The patient was alive and had no injury at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.